Event description:
It was reported to philips that the system was stuck at 00:00 and would not boot-up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) replaced the m cabinet power supply and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system would not boot up. Review of the log file showed that there was malfunction with sib (system interface board). Upon troubleshooting, fse identified a defect in the 24v power supply in the m cabinet. To resolve the issue, fse replaced 24v gpdu voltage power supply in m-cabinet. The part analysis of pd.scomp.dcps 24v was performed, and the failure was confirmed and identified that there was electronic defect which led to the leds stayed off and the fan was not running and there was no power. After the replacement of 24v gpdu voltage power supply in m-cabinet, the system returned to use in good working order. The codes were updated based on the investigation outcome.